Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the software error was detected on the insulin pump. The customer¿s blood glucose level was 184 mg/dl. The customer was assisted with troubleshooting and software error was found in the history. The customer was advised that the pump needed to be replaced and to revert to the backup plan as per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self-test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 53 alarm found in the pump history, problem isolated to electronic board. No cosmetic damage was noted.